Manufacturer narrative:
Analysis of the neurostimulator model 7427 serial # (B)(4) showed no anomalies and was found to be at normal end-of-life (eol) status. Analysis of plug accessory lot # unknown showed no anomalies.

Event description:
It was reported the patient "desired" a pocket revision. During a battery change the stimulator pocket was revised. It was noted symptoms included pocket discomfort. The same day it was reported stimulation was "okay" prior to stimulator depleting. The same day it was reported the battery status was low and it was due to normal battery depletion. Injury was reported as "incision." It was also noted the patient recovered without sequela. Three days later it was reported the patient mentioned getting stimulation prior to the replacement. It was also noted the patient had some high impedances pre-operatively on 4-7. Patient was programmed using 0-3 and those electrodes were all within normal range.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_plug_acc. Product type: accessory: product ID 749851, serial# (B)(4), implanted: (B)(6) 1998. Product type: extension: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1998. Product type: programmer, patient: product ID 3550-09, lot# lc0631, implanted: (B)(6) 2004. Product type: accessory: product ID 3487a, lot# l50858, implanted: (B)(6) 1998. Product type: lead: product ID 3487a, lot# l48452, implanted: (B)(6) 1998. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.